Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A philips field service engineer reported that the heartstart mrx defibrillator showed a shock equipment malfunction inop after opcheck. There was no patient involvement.

Event description:
A philips field service engineer reported that the heartstart mrx defibrillator showed a shock equipment malfunction inop after opcheck. There was no patient involvement.